Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station attempted a software update but failed to complete it, displaying a message indicating it was reverting to the previous version due to an unsuccessful update. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that screen remained stuck on the restarting state for 19 hours, and multiple reboot attempts did not resolve the issue. A field service engineer reimaged the station, configured the network, and completed sync and testing successfully. During preventive maintenance, the keyboard cover was also replaced. The system functioned as intended after the field service engineer had repaired the device.